Manufacturer narrative:
Other applicable components are: product ID: 3487a-33, lot# j0101870v, implanted: (B)(6) 2001, product type: lead. Product ID: 3487a-33, lot# j0101870v, implanted: (B)(6) 2001, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension.

Event description:
Additional information received from the representative reported the following programmed settings: a1 - 3 anodes, 1 cathode, 1.5 v, 270 us, 60 hz; and a2 - 2 anodes, 2 cathodes, 4.3v, 210 us, 60 hz. Electrode impedances were noted as 311, 300, 189, 213, 202, 109, with the 109 on the 6/7 that was programmed. It was reviewed that this was a short used in programming. The patient was going to have an ins and lead revision.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information as received from the manufacturer representative that reported as far as she knows, the device had not been explanted yet. The manufacturer representative was not aware of any specific date of explant for the patient.

Event description:
The patient via a manufacturer representative reported that the implantable neurostimulator (ins) reached end of service (eos) prematurely. There were no known external or internal contributing factors. The ins was interrogated which showed eos and no other diagnostics were performed. A surgical replacement was planned but had not been scheduled at the time of the report. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.